Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The battery was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller in use during the event date did not contain the smr software. Analysis of the alarm log files revealed several power disconnect alarms involving the battery within the analyzed period. During the alarms, a safety alert word (saw) value was recorded indicating that a cell pair depleted below a voltage threshold. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported event could be attributed, but not limited, to a battery malfunction. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after log file review that the battery had experienced power disconnect alarm(s). The battery remains in use. No patient complications have been reported as a result of this event.